Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. The pump was received with cracked case at display window corners, display window and battery tube threads, and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 122 mg/dl. The customer stated that a button error occurred while he was trying to give a bolus while watching tv. The customer was advised to remove the battery to prevent continued alarms. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The pump will be replaced.